Event description:
It was reported that the insulin pump alarmed battery errors. Batteries are not lasting one week. The insulin pump does not turn on with new batteries. The blood glucose reading is 455 mg/dl. Customer treated with insulin pump. During troubleshooting, the display did not return. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.